Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the device across the stomach with a green reload for the second firing. On the second stroke of the trigger it made a loud crunching noise and the trigger collapsed and then reset itself; he fired the third stroke and the device fired the staple line but had malformed staples in the staple line. He removed the device and over sewed with suture to secure the staple line. He then used a second device with a green reload and completed the procedure. There was a staple line in the area the device was fired in. They did not report any additional force to fire. They had no issues removing the device from the tissue after the firing. There was no patient consequence reported. The device and the reload are returning for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60g cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No damaged on firing trigger was noted during visual and functional testing. No strange noises were heard during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.